Event description:
Device was originally implanted in 1999 and removed in 2001 and replaced. Prior to surgery, x-ray showed component appeared to be fractured, but intact. Pt had been using a walker with arm support that could have possibly put additional stress on the elbow.